Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient while performing a transcutaneous electrical nerve stimulation (tens) due to oversensing. Boston scientific technical services (ts) recommended to stop using tens. This electrode remains in service. No adverse patient effects were reported.